Event description:
A customer reported that ophthalmic forceps jaws would not close. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying that this happened at the beginning of the surgery. The surgery was completed and no patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample is received with outer blister and cover foil showing but without inner blister. The sample shows macroscopic signs of damage. The shaft is bent. The sample shows signs of surgery residues and is returned in a closed status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was visually inspected. It was noticed that the shaft of the device is bent, hence on this the device is not able to open. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customers complaint is confirmed it cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).